Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Additional information was requested from the user facility. From the responses received, the physician reported that the rotation of the guidewire caused it to break which necessitated use of the retrieval basket. In addition, continuous flush was maintained, the patient did not have a tortuous anatomy and no pieces were left inside the patient. Visual analysis of the returned retrieval basket revealed the tip length section that includes the coil was missing and had not been returned. No other anomalies were noted. From the information provided there is no indication the device was used against instructions for use. Based on the investigation and the information provided, the most probable root cause is operational context.

Event description:
It was reported the tip of the guidewire broke during repositioning. Whilst attempting to remove the broken guidewire, the retrieval basket also broke off. The procedure was successfully completed. The patient is reported to be in stable condition. No further information was reported.

Event description:
It was reported the tip of the guidewire broke during repositioning. Whilst attempting to remove the broken guidewire, the retrieval basket also broke off. The procedure was successfully completed. The patient is reported to be in stable condition. No further information was reported.